Event description:
The reporter stated the surgeon inserted on silicone single piece lens and the trailing haptic caught on the injector plunger and tore. The lens was inserted into the pt's eye and was cut into pieces to remove. There was no pt injury. Another same type lens was implanted.